Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in melsungen, germany. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars were intact. The seal on the lower housing was missing. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,78%. 2.6 the device was disassembled, and the inside was investigated. No visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. The device will be returned without repair.

Manufacturer narrative:
This report has been identified as b. Braun (B)(6) (B)(4) internal report (B)(4). The device has been sent to our service laboratory in bbm, (B)(6). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion". According to customer: summary of customer information: the customer received a pump that had been used to deliver a variety of different delivery rates throughout the night to a patient and they had all been infusing much quicker than the user expected. What the effect of this was on the patient is not recorded."